Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the ins was explanted and replaced on (B)(6) 2017. The device disposition was unknown. The event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the eri happened before the replacement and the patient was subjected to therapy suspension. The patient's baseline weight was provided.

Event description:
Information from a healthcare professional for a clinical study reported the implantable neurostimulator (ins) was "eri non-function". Device interrogation and device data specified the non-functioning ins was at elective replacement indicator (eri) on (B)(6) 2014 and the therapy was suspended. The event was ongoing. No patient symptoms were reported. The patient's relevant medical history includes other chronic/intractable pain of the trunk/limbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was not applicable. The etiology was reported as related to the device or therapy and not related to the implant procedure.